Event description:
The customer reported the ac power module was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not working. There was no reported patient involvement. The customer isolated the problem to the ac power module. The ac power module was replaced to resolve the issue. The module was not available for evaluation. We will consider this a failure of the ac power module was not working.